Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart test. No reset alarm noted during testing. Unit was downloaded properly using carelink pro. However, displayable history crc check failed on startup error alarm found in alarm history. Displayable history crc check failed on startup error alarm due to corrupted history file.

Event description:
The customer reported via phone call that the insulin pump had reset alarm. The customer¿s blood glucose was unknown. The customer had data missing in the insulin pump and mentioned a past event where the insulin pump was resetting itself. The customer wad advised to disconnect from the insulin pump and follow backup plan. The product will be returned for analysis.